Manufacturer narrative:
Analysis of returned unknown bur "xom unk micdebbur" found that visually, the inner shaft was dislodged and missing from the inner hub. The hub seal was still in place but was worn. The hub bushing was rough and worn. There was deformation in the distal outside diameter of the hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.351 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op the blade was stuck in the handpiece. There was no patient impact. Service and repair found that the inner shaft of the bur was dislodged.